Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the item was linked to a narc fridge key in medbank myqlink (mql). A technical support specialist (tss) restarted the cubex application and customer later located the correct key externally, then guidance was provided to complete cycle counting and proceed with proper key and item workflow; however, system did not present an option to return the key, requiring additional assisted cycle count steps. Transaction history confirmed correct prior sequence (key-item-key). Additionally, a field service engineer (fse) had replaced a row board with an incorrect-sized component, leading to all drawers displaying in a yellow state; upon reinstalling the original board and rebooting, the issue persisted. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower unable to issue lorazepam intensol 2 mg/ml (30ml) due to an incorrect key being offered for the fridge lockbox, resulting in being stuck on the countback screen. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.